Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 0004290328 was reviewed and the product was produced according to product specifications. All information reasonably known as of 03 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, during patient transport the flex extender and ambu disconnected from the patient (with every breath); there was no reported injury. It was additionally reported, the certified registered nurse anesthetist (crna) made do [made it work] until the transport was complete; it only seemed to be an issue during transport.

Event description:
It was reported, during patient transport the flex extender and ambu disconnected from the patient (with every breath); there was no reported injury. It was additionally reported, the certified registered nurse anesthetist (crna) made do [made it work] until the transport was complete; it only seemed to be an issue during transport.

Manufacturer narrative:
The device history record for lot 0004290328 was reviewed and the product was produced according to product specifications. The product was returned by the customers for evaluation. Testing of the sample revealed during set up, two of the connectors fell out; the connection force was found to be below specification. Additionally, the drawings were inspected and it was determined the connector, on the returned product, did not have the retaining drawings, which resulted in a poor connection force between the connectors and the flex tube. The reported event could be confirmed as reported; the root cause was traced to the manufacturing process. All information reasonably known as of 05 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.